Manufacturer narrative:
As reported, during a laparoscopic ipom procedure, the sorbafix enhanced fastener did not fixate properly and the fastener came out. The in-vivo videos provided confirms four of the fasteners appear to have fixated successfully, while seven fasteners have not fully fixated to the mesh. However, the videos do not assist in determining root cause. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ipom procedure, the sorbafix enhanced fastener did not fixate properly and the fastener came out. Reportedly, few of the fasteners got fixated and the loose fasteners were removed from the patient's body. The procedure was completed using another device. There was no patient harm or injury.